Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump charger was not charging the pump. They also stated that they were "not instructed how to provide patient nutrition without a pump" and that they had gone to the hospital for the patient to receive their feeding there. Mmd did follow up with the initial reporter, and they stated that patient had not experienced any adverse effects, that they would be receiving a replacement pump, and would be discharged from the hospital at that point. No further information was provided. (B)(4).